Event description:
It was reported that stent foreshortening occurred. The patient presented with intermittent claudication on both sides. During an endovascular treatment (evt), vascular access was obtained via the right femoral artery utilizing a contralateral approach. The 70% stenosed target lesion was located in the moderately tortuous left common iliac artery (cia) to the external iliac artery (eia), superficial femoral artery (sfa) and popliteal artery. After treating the sfa and the popliteal artery, a 10x80x75mm epic¿ vascular stent was advanced to the cia-eia. An attempt was made to implant the stent in the cia however it took a longer time than usual to deploy the stent. During deployment, it was noted that the stent was foreshortened. The stent was able to be deployed but did not cover another 2cm of the lesion. Another 12x4mm epic stent was implanted to cover the 2cm of the lesion and the procedure was completed without issue. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic stent delivery system (sds). There was blood in and on the shaft. The handle was opened and all the parts were accounted for and there was no damage or irregularities. The stent was not returned, which is consistent with the reported information. The safety-lock was not returned. The sds was in the deployed position. The inner shaft had numerous kinks. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The patient presented with intermittent claudication on both sides. During an endovascular treatment (evt), vascular access was obtained via the right femoral artery utilizing a contralateral approach. The 70% stenosed target lesion was located in the moderately tortuous left common iliac artery (cia) to the external iliac artery (eia), superficial femoral artery (sfa) and popliteal artery. After treating the sfa and the popliteal artery, a 10x80x75mm epic¿ vascular stent was advanced to the cia-eia. An attempt was made to implant the stent in the cia however it took a longer time than usual to deploy the stent. During deployment, it was noted that the stent was foreshortened. The stent was able to be deployed but did not cover another 2cm of the lesion. Another 12x4mm epic stent was implanted to cover the 2cm of the lesion and the procedure was completed without issue. No patient complications were reported and the patient¿s status was good.